Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and nonresponsive, and the user sought guidance on shutting the pump off while also attempting to connect a sensor to the new pump. Symptoms included no adverse clinical effects. Outcomes included no interruption that required medical care and no alarms reported. Investigation included customer support troubleshooting and education. Investigation of this case revealed a damaged display rendering the user interface inoperable with no evidence of pump alarm activity or clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s screen leading to loss of touchscreen functionality.